Event description:
It was reported that the intraocular lens (iol) was explanted 5 weeks after initial implant due to the improper power implanted. There was no patient injury.

Manufacturer narrative:
The returned iol was measured for diopter and is correct as labeled, 23.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. No patient injury occurred. All information available is included in this report.